Event description:
Patient was sold hubble contact lenses without a prescription. Her prescription was for a daily disposable lens with a higher dk/t value because of corneal neovascularization. There was no attempt to verify a prescription and since wearing hubble contact lenses, her neovascularization has worsened.